Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd solomed¿ syringes had issues with loose plungers falling out, and the stoppers separating from the plungers during use. The following information was provided by the initial reporter, translated from portuguese to english: a client got in touch citing that he applies a substance to his father because his father has some kidney problems. He said he made use of 4 syringes, 3 of which had the following defect, when trying to pull the substance into the syringe the material "the front part of the rubber dropped inside the syringe, the plunger came in my hand". The three materials showed this defect, the plunger released from the syringe. He makes use of ampoules, he pulls the ampoule and drops it in another jar to make the mixture and then pull the substance again and apply it to his father. He said that when doing this initial procedure, three times only a little bit of the substance came and then the material broke. On the fourth attempt he said that he managed to do the procedure, mix the substances and application. He finally mentioned that he wants to replace the substance that is involved, said that it is a box that comes with liquid and diluent.